Event description:
Contact reported that 9-months post-op a procedure was being performed to extend the initial construct. A monarch screw was found to be broken. An x-ray taken 6-months out showed that the screw was not broken at that time. As surgical intervention occurred an MDR is being filed to document this event.